Manufacturer narrative:
Follow up information was received from the contact on (B)(6) 2017 stating that the customer's bg level was still elevated that morning (249 mg/dl). A bolus was delivered via the pump to address bg level. The contact stated that they may have calculated carbohydrates incorrectly for the customer's meal bolus. Cts contacted the clinical diabetes specialist (cds) to contact the customer regarding diabetes management. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. A correction bolus was delivered via the pump to address bg level. A system check performed with tandem technical support (cts) indicated that the pump was operating as expected. In addition, the customer experienced a bg level of 72 mg/dl, due to the contact delivering an additional pump bolus after the original bolus was given, causing insulin stacking. The customer consumed carbohydrates and orange juice to address bg level.